Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and simultaneously noted missing needles from a box of cartridges, with no remaining cartridges or insulin in the current cartridge. The user had steel contact-detach infusion set and a reported lot number 34544 for the cartridge kit. Symptoms included low blood glucose of 67 mg/dl. Outcomes included treatment with oral glucose and self-management using backup insulin pens, with follow-up calls attempted to confirm stabilization. Investigation included troubleshooting and education provided by support staff. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event involved low glucose requiring oral carbohydrate intake, with no evidence of hospitalization or serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.